Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No post-reset ram crc alarm, no history pointers failed alarm and no trace pointers are invalid alarm noted. Insulin pump trace download analysis confirmed the pump alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarm due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error alarms. The customer's blood glucose was unknown. Customer stated the alarm did not occur immediately after a battery change. The customer stated that there was a gap in time after the battery was changed when the pump errors started to occur. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.